Event description:
It was reported that during servicing of the device, a philips fse noted that the device failed opcheck for pacing. There was no patient involvement.

Manufacturer narrative:
(B)(4).